Event description:
A pt's parent reported that the pt's meter kept prompting the error 4 and the test does not start when they tried to test pt the night before. They did not have items to resolve the error 4 message, but the test not starting issue was not resolved. They also stated that they had tried testing pt 5 or 6 times, but was unable to get a reading. So they decided to take pt to the hosp which was 5 minutes away. They also stated that they knew pt was high and not feeling well. They did not know what the hosp reading was, but pt was given insulin and IV. They did have a back-up meter, which they had lost just a day ago. This case is reported as a malfunction because the pt was already feeling high and not well before pt's parent tried testing pt on the meter and so the meter did not contribute to being hyperglycemic. No further info has been reported.